Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease flat, wear abrasion, opening on anterior, delamination of valve and white particles inner the shell. Microscopic analysis was performed which identified: striated opening on anterior and delamination partial of the valve. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage. A delamination partial of the valve (adhesive failure). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "deflation." Device has been explanted.